Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Device was noted to be clean. No anomalies noted to transducer handle, saline hub, or distal tip. Marker band is present and undamaged. The catheter was noted to be twisting approximately 19.0 cm from the distal tip and bunching was also noted proximal to the distal tip. It is likely that the bunched area was a result of excessive force applied in an attempt to advance the crosser catheter. Material separation and a tear also noted to the catheter shaft proximal to the distal tip. Based on the findings, the investigation is confirmed for material twisted, material separation issues and identified tear issue as bunching, twisted catheter, catheter tear and distal tip material separation was noted during visual evaluation. The investigation should be inconclusive for device-device incompatibility as no functional testing could be performed due to the condition of the sample. A definitive root cause for the reported device-device incompatibility, material twisted and material separation and identified tear issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: d4 (expiry date: 03/2023), g3. H11: h6 (device, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure via contralateral approach, the recanalization catheter was unable to insert through the guide extension catheter. It was further reported that the tip of the recanalization catheter was allegedly found to be damaged after removing from the patient¿s body. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. (Expiry date: 03/2023).

Event description:
It was reported that during a recanalization procedure via contralateral approach, the recanalization catheter was unable to insert through the guide extension catheter. It was further reported that the tip of the recanalization catheter was allegedly found to be damaged after removing from the patient¿s body. The procedure was completed using another device. There was no reported patient injury.